Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 63 joules and 0.1 minute of use, ¿broken fiber¿ was noted. The fiber was exchanged and the second fiber exhibited ¿excessive fiber life¿ at 241,374 joules and 1:01:47 minutes. The fiber tips (caps) of both fibers were not cleaned during the procedure. The procedure was completed by utilizing third fiber. Patient outcome: ¿no injury¿ to the patient reported. This report is for second fiber used.